Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. The complaint is being reopened for pump evaluation. Analysis of the returned device was completed on 4/2/2024: the pump was tested with the testing protocol for hardware performance check. It was noted that upon turning the pump the bolus button was inactive and did not produce a sound when pressed, as reported by the end user. All other buttons on the pump were found to be completely functional. Upon further review there appears to be nothing disconnected inside of the pump. The pump's event log was pulled as part of the investigation and upon review it was noted that an abrupt power off was found in the log. An abrupt power off can be seen below on event line 73 by the "log_event_on" code without an "log_event_off" code before it: see event log in the complaint in question for detail. Seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. The MDR reportability of the complaint has been upgraded to "yes" after the discovery of the abrupt power off in the pump's event log history, which is MDR reportable. The review of the event log also shows several downstream and upstream occlusion alarms in the infusion history, as seen by the alarm codes "e05" and "e04" respectively below: see event log in the complaint in question for detail. Upon review there were 34 instances of the e05 alarm code for downstream occlusion and 32 instances of the e04 code for upstream occlusion. Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification. Three capas had been opened in order to fully investigate and address the root causes of the reported events.

Event description:
On 03/18/2024, infutronix received a report that a pump had a "keypad - unresponsive key(s)- demand bolus button quit working". The infusion cannot resume without causing delay in treatment. No patient was harmed. Device was returned on 04/02/2024. Detail of the evaluation can be found in section h of this MDR.

Manufacturer narrative:
Upon intuvie review it has been determined that a follow up needed to be submitted to correct the investigation conclusion from 4315- caused not establish to 4307-caused traced to component failure.